Event description:
Follow-up was conducted and from the information that was obtained from the clinic it was reported that the patient was seen since the patient's call to medtronic patients services and is seen regularly by the clinic. There are no performance issues with the device and no changes have been made to the device. The system is functioning normally and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient called to reported that their pulse is in the forties on their blood pressure monitor and wanted to send a transmission. The technical service representative suggested they call their clinic as the clinic may want to see them rather than sending a transmission. The patient hung up abruptly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).